Event description:
It was stated that the patient's family observed withdrawal symptoms in the patient around the time of the event. It was not known how the symptoms were treated.

Event description:
A catheter revision was reported in (B)(6) 2000. Drug delivered via the device was lioresal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model 8709, lot# j0039951r, implanted: (B)(6) 2000, explanted: unk.

Manufacturer narrative:
(B)(4).